Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or due to motor error alarm. Device had stripped battery cap coin slot (p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump slower to rewind. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.